Manufacturer narrative:
Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# 726811.

Event description:
The reporter indicated that one side of a haptic of a 12.1mm vicm5_12.1 -10.00 diopter implantable collamer lens split open, defect lens. No patient contact. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.